Manufacturer narrative:
A review of the device history records does not present any indication of manufacturing defect or anomaly that could have impacted on the reported event. The device was not returned for analysis at the time of this report; therefore no physical or visual analysis could be performed. As noted in the warning section of the device instructions for use (dfu), "manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval". At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information received to date, clinical and or procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the first of two devices used during the procedure. Medwatch report: 2126666-2018-00047 captures the second device. Event description: in 2 treatment cases it happened that: has solved a small piece of the sheathing in the middle third of a wire. With the second wire, the complete sheathing was loosened and pushed into each other, so that it was difficult to remove the wire from the djk. Additional information clarified that the issues noted above involved the same patient during one procedure and that the "sheathing" is the outer skin of the wire. No reported patient complications. The patient condition is reported as stable. It was reported that the access sheath used contains metal.

Manufacturer narrative:
Note: the two devices used during the procedure were returned in the same pouch and therefore the device evaluation includes both devices and is the same for medwatch report 2126666-2018-00046 and 2126666-2018-00047. Device evaluation: as received, the specimen consists of two hydro gw stf std s 150-035; one returned coiled loose and one returned reloaded into the dispenser assembly, and double bagged within "zip-lock" style poly biohazard pouches. The coiled loose specimen will be identified as specimen #1 and the wire in the dispenser will be identified as specimen #2. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Specimen #1 presents bends over the distal 16.0cm, pinch damage to the polymer jacket at 0.43 to 0.62cm from the distal tip and detached polymer jacket material 35.9 to 46.6cm from the distal tip with cut damage at the proximal limit of the jacket material damage creating localized oversized diameters to .05015". Specimen #2 presents a large radius bend over the distal 20 cm and cut/skive damage to the polymer jacket at 61.9 to 62.25cm from the distal tip and at the proximal end exposing the metallic core wire at both jacket damage locations. At this time it is not possible to assign a definitive root cause for the event as reported. The damage presented by specimens appears consistent with manipulation of the wire within a metal device. As noted in the warning section of the device instructions for use (dfu), "manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval." Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant informaiton received, a follow-up medwatch report will be submitted.